Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a video was provided for evaluation. The visual inspection of the provided video confirmed the reported blood leak from the lower dialysate port or from the shell's filter. Without an actual sample, the exact location of the damage could not be determined. The cause was reported to be transportation/storage related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during treatment with a prismaflex m100 set c. There was patient involvement but no patient impact and no medical intervention. No additional information is available.